Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece measuring 58.2 cm with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region of the lead which consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over-torqued of the inner coil of the lead. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented in the hospital due to infection. The pacemaker and the lead were explanted on (B)(6) 2023 due to infection. Information received notes that the explanted lead was re-used again on (B)(6) 2023 after supposed appropriate sterilization. However, during the re-implant procedure on (B)(6) 2023, the helix on the lead failed to be extended. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. The patient's condition was stable.